Event description:
It was reported that the pump was dropped and the touch screen became shattered and unresponsive. Customer¿s blood glucose was between 200 and 500 mg/dl. Reportedly, customer reverted to insulin pens for insulin therapy.